Manufacturer narrative:
The following updates were made as this investigation was not lot-specific: section d4: updated lot number to n/a. Section d4: updated expiration date to blank. Section d4: updated primary unique device identifier (UDI) from to (B)(4). Section h4: updated device manufacture date to blank. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review only the logs that included the reported samples were reviewed. The assay met specification requirements as no error codes or flags were displayed for the control runs indicating the reagents are performing as expected. The amplification curves were normal in both baselined and raw data for the other hr hpv b (fam) genotype as well as the cellular control (coumarin). The assay, including the app spec file is performing as expected with correct interpretations. Results should be interpreted in conjunction with all clinical data pertaining to an individual before making any patient management decisions. If there are any inconsistencies, additional testing is recommended. CAPA / non-conformance review: a part and keyword specific search was performed to identify related existing internal quality records which could result in the reported complaint and part number. The part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for part 9n15. A product deficiency was not identified by this review. Complaint history review a part and keyword search was performed to identify complaints related to the reported event. Complaint trending was performed. A trend violation was not identified and the upper control limit was not exceeded for part 09n15 (trending part number). A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv assay was not identified.

Event description:
The customer reported a potential false negative result on the alinity m hr hpv assay. Customer had tested the sample three times. Once on the (B)(6) 2025, sample ID (sid) (B)(6), a retest was performed with the test ID "test" on the (B)(6) 2025, and a third time under the original test ID (B)(6) on the (B)(6) 2025. According to customer, the first and third test were reported as "hpv detected" for other b target (fam), while second test under sid "test" was reported as "hpv not detected". Quality controls are valid, cellular control as well and the sample presents normal curves on all channels for all three tests. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.